Event description:
It was reported that the handpiece was getting hot during a surgery. There were no adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the MFR for investigation and the complaint of the device getting hot was confirmed. The primary issue was found to be the battery power motor controller. The device was repaired and returned to the customer.